Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the lube in the intermittent catheter splattered. No additional information was provided. Per follow up via phone on (B)(6) 2022, customer stated that the intermittent catheter was leaking. It was stated that the leaking occurred under the patient and caused bed sores and was prescribed with calamine cream.

Manufacturer narrative:
The reported event was confirmed as user related because the catheter is not intended to be under the patient during use since the indwelling time of the catheter is about 1-3 minutes, which is against the instructions for use . Therefore the root cause for this failure is ¿user did not follow the instruction¿. A device history record review is not required as the event is user related. The instructions for use were found to be adequate and state the following: "the catheter is for intermittent use only." "Prior to use of this device, be sure to read the complete information on how to use this device including warnings, precautions and instructions for use, and all other package inserts and labels supplied with the product and accessories." "The indwelling time of the bd ready-to-use hydrophilic catheter is about 1-3 minutes. When urine drainage is complete, slowly withdraw catheter from urethra." "The catheter is for single use only and must then be discarded." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the lube in the intermittent catheter splattered. No additional information was provided. Per follow up via phone on (B)(6) 2022, customer stated that the intermittent catheter was leaking. It was stated that the leaking occurred under the patient and caused bed sores and was prescribed with calamine cream.